Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. Visual analysis of the lead indicated damage at implant.

Event description:
It was reported that post implant noise was seen on the right ventricular (rv) lead and pacing was inhibited. The pocket was reopened and the lead was tested. No lead issues were noted and the implantable pulse generator (ipg) was removed and replaced as a header problem was suspected. After the device pocket was sewn up noise was again observed. The pocket was reopened and the rv lead was removed and replaced. It was further reported there was a suspected fracture and insulation damage to the rv lead. No patient complications have been reported as a result of this event.